Manufacturer narrative:
Approximately 102 cm of the catheter was returned. The returned catheter met the requirements for patency and leak testing. The top of the catheter was not found to be worn. Therefore the condition of the complaint could not be duplicated by laboratory personnel. There was proteinaceous debris observed on the exterior of the catheter. A review of the manufacturing records showed no anomalies. All catheters are 100% inspected at the time of manufacture. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that the top of the catheter was found to be worn preoperatively. Reportedly, there was no patient contact.